Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to high blood glucose levels. The customer reported that paramedics were called in response to a blood glucose level of 319 mg/dl. The customer reported that she was treated with insulin and rehydrated. During the call, customer was unable to complete troubleshooting as she did not have a tubing clamp available. The customer was sent a tubing clamp and will call back once she receives it.